Event description:
The customer reported differences in her sensor glucose levels versus her blood glucose levels. Sensor reading 263 blood glucose level 139mg/dl. No additional information is provided.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed bi carbonate buffer test. Sensor failed per spec due to high readings.